Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the device was missing segments on the left side of the display. There is no report of patient harm, serious injury or death associated with this event.